Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD) a monitoring voltage of 2.93v was seen, which is a drastic decrease from the 3.21v seen during the previous follow-up on july 13, 2005. The patient has only received one shock and the lead impedances were noted to be very stable.